Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit failed the test cut as the cutter was damaged and unit out of calibration and some of the screw were not original and roller worn and sideplates need to be updated, but the device was not repaired per the customers instructions device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the during preventative maintenance it was found that the unit had a calibration issue; defective side plates needed to be replaced; damaged roller needed to be replaced damaged cutter needed to be replaced; defective screws needed to be replaced. Investigation found the unit did not pass the mesh test. No adverse event was reported as a result of this malfunction.